Manufacturer narrative:
Batch review performed on 09 july 2019: lot 151213: (B)(4) items manufactured and released on 13-may-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
We were informed on june 27th 2019 of a revision surgery, then performed on (B)(6) 2019, about 8 months after primary, due to knee tibial tray loosening. All hardware revised successfully.